Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, plastic distal end cover with foreign material was confirmed. However, the foreign material could not identify the material and the root cause of the event could not be determined. It is likely due to the reprocessing not conducted properly and due to a leakage from electrical connector. The following is included in the instructions for use (IFU): the events can be detected and prevented in accordance with the following IFU. User may be able to detect/prevent the event by handling device in accordance with the following IFU. IFU: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection states detection methods. IFU: evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) states preventive measures. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the subject device exhibited plastic distal end cover with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.